Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a bha, a surgeon found a hair on the centrax (under the c clip).

Manufacturer narrative:
Additional information: unique identifier (UDI) #; returned to manufacturer on. An event regarding foreign matter involving a centrax head was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection was conducted with the returned product. The returned centrax head did not have the hair on the product but placed in a separate package. The clip was still intact. The picture shows that the hair was on the liner part of the device. -medical records received and evaluation: not performed because patient factors do not contribute to the event. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation confirmed that there was a hair on the centrax head that was noticed during hip surgery. The hair was noticed under the c-clip. The visual inspection of the picture showed the hair on the device. The device was returned with the hair in a separate package. The event¿s root cause cannot be determined where the hair attached to the device during the packaging process. It is difficult to say where the hair had come from as product inspection occurs throughout the assembly, sealing, and boxing operations for any visual defects. In addition, there are many process controls within the clean room to mitigate the risk of foreign objects.

Event description:
It was reported that, during a bha, a surgeon found a hair on the centrax (under the c clip).